Event description:
Complainant claims that the product has eroded.

Manufacturer narrative:
The part number and the lot number were received. The manufacture date has been supplied. Device evaluation: the product was not returned to the manufacturer. The catalog number and the lot number were received. The device history records have been pulled and reviewed. No problem were found in this review. Depuy considers this complaint closed.